Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported hospitalization due to high blood glucose and blood clots in legs. The blood glucose reading is 193 mg/dl. Customer experienced excessive thirst and urination. Nothing further reported.